Event description:
The patient presented with pain and on the x-ray examination, the stem looks loose as a result of massive accelerated osteolysis around the proximal femur. The components are otherwise well fixed. During revision surgery in 2009, black tissue and pseudotumors were noted around the prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it was been completed.